Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging non-serious symptoms of general unwellness, fever, and cough while using the dreamstation auto CPAP device. The patient had a CT scan done prophylactically as a medical intervention. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturer's completed investigation. The dreamstation auto CPAP device was returned to a service center. As a result of an internal inspection, there was no evidence of deterioration or damage found in the rp kit. Additionally, no abnormalities in functions were found. Functional tests were performed and it was confirmed that there were no problems with the device. The device's use life has expired and will be leased up without repair. Per the manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
This supplemental report is being submitted to provide the manufacturer's completed investigation. The dreamstation auto CPAP device was returned to a service center. As a result of an internal inspection, there was no evidence of deterioration or damage found in the rp kit. Additionally, no abnormalities in functions were found. Functional tests were performed and it was confirmed that there were no problems with the device. The device's use life has expired and will be leased up without repair. Per the manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.